Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with oral antibiotics on june 08, 2023 (specific duration not reported). The implanted device remains.